Event description:
It is reported that the pt underwent an aspiration.

Manufacturer narrative:
Evaluation summary: it is unk on which date the aspiration took place. Surgical notes indicate that the aspiration did not indicate infection or any possible root cause for the pt's pain. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the components such as bone quality, height/weight, activity level, type of activity (low impact vs. High impact) are unk. A definitive root cause cannot be determined with the info provided. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.